Event description:
Pt s/p multiple stab wounds and 2 surgical procedures: 1) ex lap: repair of 2 liver lacerations, repair of 3 gastric lacerations, repair of inferior vena cava laceration, left anterior/lateral thoracotomy placement of silastic sheeting. 2) left upper extremity fasciotomy. Had left subclavian central line placed in sicu. Wire threaded easily after 3-4 attempts to find vein. Good blood return and central venous pressure (cvp) wave form with cvp pressure initially 55cm. Following left chest tube placement, cvp decreased to 12cm. Returned to operating room for emergency thoracotomy due to increased blood in left chest tube. Expired in operating room - chest exploration revealed tip of cvp catheter protruding through subclavian vein. Case referred to medical examiner and accepted.